Event description:
Legal claim received. Update rec'd 7/30/2014 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from pain, discomfort, symptoms of loose implant. Doi year was provided. Update rec'd 7/31/2014- pfs and medical records received. After review of the medical records a correct doi and dor were provided. This complaint originally came in under an asr legal claim, but the medical records show the patient had an odyssey hip symptom implanted on (B)(6) 1994. He was then revised on (B)(6) 2008 to a pinnacle system. The original odyssey stem was retained. He was revised for acetabular erosion and osteolysis. An unknown cup and stem are being added to the complaint as they cannot be excluded as the cause of pain which was alleged by litigation. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 8/19/2014.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.